Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 96, 61, 50, 60 and 76 mg/dl. The customer¿s expected fasting blood glucose test result range is 110-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The customer's test strips are expired: manufacturer¿s expiration date is 12/31/2021. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history (time not set, all were taken in the morning): (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Customer returned expired test strips - meter was returned - product evaluation in-process. Manufacturer contacted customer in a follow-up call on 29-jun-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 08-aug-2022: h3: device evaluated by manufacturer. H6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: customer returned expired test strips - meter was returned. Reported defect not reproduced on returned meter. Product evaluation has been completed and most likely underlying root cause selected. Product strip lot number provided in the complaint expired. Unable to perform retention testing. Most likely underlying root cause: mlc-012: product expired.